Manufacturer narrative:
Upon receiving the device involved in the MDR event from a dealer, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c180309-03]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x85l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record ((B)(6) 2018) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. Test point (1): 33.2 degrees c; test point (2): 33.1 degrees c; test point (3): 28.7 degrees c; test point (4): 27.0 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #c180309-03. Conclusions reached based on the investigation and analysis results: 1) nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection. 2) in spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience that the cause of the handpiece overheating was abnormal resistance during rotation caused by debris ingress into the bearings of the handpiece cartridge. 3) failure to check the device state prior to use, and a lack of maintenance could contribute to the reported event. 4) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: 4.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. 4.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of preuse check and of maintenance, as instructed in the operation manual.

Manufacturer narrative:
When nakanishi contacted the dentist for the further information, the dentist refused to provide the patient's weight.

Event description:
On (B)(6) 2018, an nsk handpiece x85l was returned from a dealer to nakanishi for repair. There was a note with the device stating that the device had overheated. Upon receipt of the information, nakanishi made a phone call to the dentist for further information about the event. The details nakanishi obtained from the communication are as follows. The event occurred in (B)(6) 2018. The dentist was removing a dental cement from tooth #5 of the patient's upper left jaw using the handpiece x85l (serial no. (B)(4)). The patient was not under anesthesia. During the procedure, the patient complained about the handpiece overheating and the dentist found a one-centimeter burn injury on the patient's lower left lip. The dentist cooled the burned lip and prescribed the patient an ointment. The dentist determined that the burn did not require any other treatment. According to the dentist, there were no abnormalities in the handpiece observed prior to use.